Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead on a pacemaker dependent patient. Technical support was contacted and a revision procedure was performed, where the rv lead was observed to be inadequately inserted into the device header. As a result, the rv lead was reinserted into the device header and remains implanted in the patient to resolve the event. The patient was stable and will continue to be monitored.